Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarms that appeared on the homechoice (hc) unit during dwell 3. The technical service representative (tsr) explained to the home patient (hp) that a system error 2240 indicates large amount of air has entered the system. The supply bag had fallen and disconnected. The tsr advised the hp this is how the air has entered the system and bags should never disconnect during therapy. The tsr had the hp close the transfer set and recycle the power. System error 2367 displayed. The tsr explained that system error 2367 has ended therapy. The tsr assisted the hp to disconnect. The tsr advised the hp that she may start over with new supplies or complete therapy with manual supplies. The hp stated that she would complete therapy with manual supplies. The tsr advised the hp to contact the peritoneal dialysis nurse and inform the nurse of system error 2240 and that she was connected at the time of the alarm. The hp would complete therapy with manual supplies. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. No patient injury or medical intervention was reported. On the (B)(4) 2010, product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of a system error 2240 on the homechoice (hc) device. The nurse was not aware of the event. The nurse confirmed that the patient was in the clinic the other day. There was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation. It has been discarded.